Event description:
It was reported that interrogation of the pulse generator resulted in a -data not read- message for battery data. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.